Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately thirteen years post-implantation due to alleged pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, elevated metal ion levels, metal poisoning, metallosis, and metal debris. Legal counsel reported that brown-colored fluid, pseudotumor, and necrotic areas were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a left hip revision procedure approximately 13 years post-implantation due to a greater trochanter fracture. During the procedure, brown fluid, pseudotumor formation and bone defects caused by metal wear were noted. The femoral head and acetabular cup were removed and replaced. A liner was implanted, and a competitor cup was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01602 / 01603).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately thirteen years post-implantation due to alleged pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, elevated metal ion levels, metal poisoning, metallosis, and metal debris. Legal counsel reported that brown-colored fluid, pseudotumor, and necrotic areas were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.